Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. While preparing to place a taxus express2 3.0x16mm drug eluting stent, it was noted, (outside the patient), that the stent strut was lifted up. The procedure was completed using another device, unk type and size. No patient complications occurred. Patient status post procedure is noted as good.